Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Inspection of the returned infusion set found the tubing was detached from the tubing connector therefore the insulin flow is disturbed and leakage is the consequence. No adverse event reported.